Manufacturer narrative:
Investigation results: visual evaluation revealed that the sheath and the working length was kinked near the handle. In addition the distal end of the needle was bent. Also the stylet was slightly bent. Functional analysis reveal that the stylet was unable to advance through the device. The complaint was confirmed. Due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the airway during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2017. According to the complainant, during the procedure the distal end of the needle was bent and got stuck into the scope so they have to cut the needle to be able to removed it from scope. The procedure was completed with another expect pulmonary endobronchial ultrasound transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the airway during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2017. According to the complainant, during the procedure the distal end of the needle was bent and got stuck into the scope so they have to cut the needle to be able to removed it from scope. The procedure was completed with another expect pulmonary endobronchial ultrasound transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.